Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(4) 2021 insulin pump alarmed stuck button and memory anomaly. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Program multiple boluses and all boluses were properly recorded in download history report and in daily totals. No memory anomaly noted. All buttons function properly. Device successfully downloaded to thus and care link. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(4) 2021 11:58:52.000 in pump downloaded history. Device passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Device passed functional testing. No bolus memory anomaly noted. All buttons function properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(4) 2021 11:58:52.000 in insulin pump downloaded history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Insulin pump did receive stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.